Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted and the balloon failed to fully unwrap/inflate. The doctor attempted to reposition the catheter and manual inflation but both were unsuccessful. The procedure was done under fluoroscopy and the cause could not be determined. The pump alarmed "high pressure alarms". The iab was successfully removed and replaced. Patient's current condition reported as fine. There was no patient injury or consequence reported.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted and the balloon failed to fully unwrap/inflate. The doctor attempted to reposition the catheter and manual inflation but both were unsuccessful. The procedure was done under fluoroscopy and the cause could not be determined. The pump alarmed "high pressure alarms". The iab was successfully removed and replaced. Patient's current condition reported as fine. There was no patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the iab would not inflate completely is not confirmed. Although, the root cause is undetermined the returned device passed visual and functional test specifications. The returned iab bladder was fully intact with no damage noted. No further action required at this time.